Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during implant of the system, pericardial effusion developed due to perforations of the rv lead. High thresholds were also observed. The lead was repositioned, but low sensing values were noted. The patients pressure decreased and the physician decided to cap the lead. Following the procedure, the patient was in stable condition.